Manufacturer narrative:
Additional information: b1, b2, b5, d6b, g3, h1, h2, h6.

Event description:
New information notes that the insertable cardiac monitor was explanted. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed missing data on the implantable cardiac monitor(icm). No changes or intervention was performed. There were no patient consequences.